Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during procedure, the second t does not triggered. There was no surgical delay or patient injuries but it is unknown how the procedure was completed since no backup device was available.

Manufacturer narrative:
The reported fast fix 360 curved needle delivery system intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: application of excessive force. Bending of the delivery needle. The fast fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.